Event description:
Please disregard this MDR. It has been established that the initially reported evented did not occur.

Event description:
It was reported that revision surgery was scheduled to be performed.

Manufacturer narrative:
Please disregard this MDR. It has been established that the initially reported evented did not occur.